Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the device leaked blood. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the leak originated from the bottom of the device. Patient blood loss was minimal, less than 50mls. A transfusion was not required as a result of the leak.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a fiber leak with blood staining and bone wax on the bottom of the device. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the fiber bundle. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.